Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon (ripped in half) inside me and got stuck [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon ripped in half inside of me [device breakage]. Case narrative: consumer reported via email that the tampon ripped in half inside of her. No serious injury was reported.